Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2017: (B)(6) medical center. [Ni]. Radiology-CT abdomen/pelvis. Changes consistent with mesh from previous hernia repair within anterior abdominal wall of pelvis. There is some soft tissue induration, consistent with scarring. 5 cm x 4.8 cm retroperitoneal mass just left of abdominal aorta, anterior to iliopsoas muscle inferior to left renal vein. Extensive diverticulosis of sigmoid colon. Large paraesophageal hernia. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Emergency room visit. Gastrointestinal bleed. Past several days having dark tarry stools. Does feel somewhat constipated, had some acid reflux. CT scan (B)(6) 2017: 5 cm x 4.8 cm retroperitoneal mass just to left of abdominal aorta, anterior iliopsoas muscle and inferior to left renal vein. Extensive diverticulosis of sigmoid colon. Large paraesophageal hernia. Past medical history: bowel obstruction, hiatal hernia. Former smoker. Abdominal: left sided abdomen fistula noted, appears chronic with no signs of infection. Impression: gi bleed, retroperitoneal mass. (B)(6) 2017: (B)(6) medical center. (B)(6), do. History and physical. Melena, gerd, retroperitoneal mass- CT (B)(6) showed 5 x 4.8 cm enhancing and partially necrotic retroperitoneal mass, concern for malignancy, constipation, left inguinal sinus/fistula tract-chronic does not appear infected. Prior tobacco abuse, quit 30 years ago, smoked 2 packs per day x 15 years, occasional alcohol. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Procedure report. Upper gi endoscopy. Impression: normal duodenum. Large hiatal hernia. Non-bleeding gastric ulcer with hiatal hernia with no stigmata of bleeding. Biopsied. Benign-appearing esophageal stenosis. Dilated. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Operative report. Indications: patient is a 61 year old male who had undergone a laparoscopic inguinal hernia in the past and subsequently developed a non-healing drainage sinus tract accompanied by pain. Dr. (B)(6) evaluated the patient further with a CT scan and this revealed an incidental finding of a 5cm para-aortic mass left of the abdominal aorta. The CT ¿guided needle biopsy of the mass showed this mass to be a paraganglioma. Patient has no pertinent past medical history or family history related to paraganglioma. Patient underwent a biochemical workup and the paraganglioma was confirmed to be non-functional. Patient was counseled to undergo the resection of this retroperitoneal paraganglioma along with the excision and debridement of his abdominal wall sinus tract. Due to the anatomic complexity and vascularity of the paraganglioma, I was asked to assist dr. (B)(6)with this portion of the procedure. Pre-operative diagnosis: para-aortic paranganglioma (5cm); umbilical hernia. Surgeon: (B)(6), md. Co-surgeon: (B)(6), md. Procedure details: ¿at the conclusion of the excision of the left lower abdominal wall sinus tract, explantation of the infected mesh, and repair of recurrent left inguinal hernia, a vertical midline incision was made and this was deepened to the level of the fascia with electrocautery. The intraabdominal cavity was entered carefully. A survey of the abdomen showed no associated pathologic finding. The liver surface was felt to be smooth without any nodularity. The attention was turned to the descending colon for medial visceral rotation by incision the white line of toldt. Pt was seen to have mild diverticulosis and possible remote inflammatory episode creating adhesions. Once the access to the retroperitoneum was gained, the mass was felt inferior to the left kidney. The surgical field exposure was difficult due to the supine position, significant intraabdominal adipose tissue and intestine. The mass was then circumferentially freed from the iliopsoas posteriorly and left renal vein superiorly. The left ureter was identified and protected from harm. The mass was extremely vascular as expected and bled easily with dissection, which was carried out carefully. Once the major structures surrounding the mass were identified and protected, ligasure device was used for additional hemostasis. The mass was firm and densely adherent to the side of the abdominal aorta. Once the mass was completely resected, oozing from the surrounding soft tissue slowed down. Additional hemostasis was ensured with electrocautery and layers of fibrillar hemostatic agent. The abdomen was closed with #1 looped pds at the level of the fascia. The umbilical hernia was incorporated into the fascial closure. The skin was closed with staples. Instrument: sponge, and needle counts were correct at the conclusion of the case. Patient was extubated in the operating room and taken to the pacu in stable condition.¿ specimens: retroperitoneal mass. Para-aortic lymph node. Complications: none. Disposition: pacu in stable condition. Condition: stable. I was scrubbed and present the entire case. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Post operative note. Procedures: left lower abdominal sinus tract excision, explant infected mesh, repair left inguinal hernia with mesh (biosynthetic mesh), excision of left cord lipoma, laparotomy with excision of left sided retroperitoneal mass, repair of umbilical hernia. Pre-operative diagnoses: left skin sinus tract, infected underlying mesh, left side retroperitoneal mass, umbilical hernia. Post-operative diagnoses: same, plus recurrent direct left inguinal hernia, left cord lipoma. Operative findings: left sided abdominal wall sinus tract followed right down to previously place goretex mesh in left inguinal region. The mesh, tack and ethibond sutures were used to secure the mesh were removed. Had direct inguinal hernia and large cord lipoma. I removed the cord lipoma and repair the direct inguinal hernia with biosynthetic mesh. Periaortic retroperitoneal mass removed intact and sent to pathology. Estimated blood loss: 1000ml. Estimated urine output: 575 ml. Specimens: left lower abdominal sinus tract: tests: wound aerobic culture, afb, anaerobic, fungus culture. Mesh and sinus tract. Implant: mesh 4 x 6 in phasix. Drains: closed/suction drain 1 left lower quadrant 15 fr. (B)(6) 2017: (B)(6) medical center. Implant record. Implants: mesh 4 x 6 phasix. (B)(6) 2017: (B)(6) medical center. Lab. Wound aerobic culture. Source: abdomen. Gram stain: culture: no growth after 48 hours. Moderate wbc. No organisms seen. (B)(6) 2017: (B)(6) medical center. Lab. Wound afb culture. Source: abdomen. No growth of acid fast bacilli after 8 weeks. (B)(6) 2017: (B)(6) medical center. Lab. Wound anaerobic culture. Source: abdomen. No anaerobic growth 5 days. (B)(6) 2017: (B)(6) medical center. Lab. Wound fungus culture. Source: abdomen. Culture: no fungus isolated at 4 weeks. Fungal smear: no fungal or yeast elements. (B)(6) 2017: (B)(6) medical center. (B)(6), do; (B)(6), md. Discharge summary. Presented to hospital for left lower abdominal sinus tract excision, left inguinal mesh explantation umbilical hernia repair and retroperitoneal mass excision. His subsequent hospital course was uncomplicated tolerated the procedure well without any complications. (B)(6) 2017: (B)(6) medical center. (B)(6), pa-c; (B)(6), md. Emergency room visit. Constant aching pain throughout periumbilical region since last night. Has not had significant bowel movement since 8 days ago. Denies passing any gas since last night. Past medical history: bowel obstruction, gastroesophageal reflux disease, hiatal hernia. Hernia repair x 2.abdominal: distension, generalized tenderness. Impression/course: did appear dehydrated on exam and was slightly tachycardic. Incision sites appear to be healing well without signs of dehiscence or infection. Diagnosis: bowel obstruction. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen/pelvis. Impression: suspicious for high-grade small bowel obstruction with possible transition point in the anterior abdomen. Multiple dilated loops of small bowel with air-fluid levels noted throughout abdomen with additional fluid-filled dilatation of stomach and sliding hiatal hernia. Interval resection of left retroperitoneal mass with new 8.5 x 5.5 cm ill-defined mixed air-fluid collection in surgical bed along left iliopsoas muscle. May represent postsurgical changes, differential also includes abscess. Small soft tissue nodular opacities at anterior and lateral aspects of collection. Moderate amount of ascites. (B)(6) 2017: (B)(6) medical center. (B)(6), do; (B)(6), md. History and physical. Will treat conservatively with nasogastric decompression and IV fluids. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen/pelvis. Impression: no evidence of residual or recurrent bowel obstruction. Evolving postoperative left retroperitoneal fluid collection, most likely serosanguinous. Moderate hiatal hernia. (B)(6) 2017: (B)(6) medical center. (B)(6), dpm; (B)(6), md. Discharge summary. Presented with small bowel obstruction. Course included npo after ng tube placed to decompress stomach. Eventually had bowel movement, nasogastric output decreased significantly. No complication. Prescription for colace, follow up 1-2 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: (B)(6), md. Office notes. Seen for physical. Current medications: ranitidine. Past medical/surgical history: esophageal reflux, hemorrhoidectomy, esophageal dilatation. Missing records: records for the CT scan showing the ¿spigelian hernia, incarcerated with fat¿ were not provided.] On (B)(6) 2015: (B)(6), md. History and physical. Chief complaint: abdominal pain. History: few weeks history of intermittent abdominal pain that was relieved on its own. Yesterday morning started having cramping groin pain that spread from his left lower quadrant up into his abdomen. Pain so severe he presented to (B)(6) emergency room and was later transferred to (B)(6) west. Abdominal exam: tender to palpation in the left lower quadrant and left flank. Seems to be swelling in left lower quadrant. CT abdomen and pelvis demonstrated a mid-small bowel obstruction as well as a spigelian hernia in the left lower quadrant. Other findings including left periaortic lymphadenopathy concerning for neoplasm and a splenic lesion of indeterminate significance. Assessment and plan: small bowel obstruction: nothing by mouth, IV fluids, serial abdominal exams, nasogastric tube to decompress gastrointestinal tract. Spigelian hernia: not an emergent or urgent need to repair this hernia; discuss possible future repair. Hiatal hernia: possible cause for gastroesophageal reflux disease; no urgent need to repair. Addendum: unable to pass nasogastric tube, despite numerous attempt due to hiatal hernia. Will plan laparoscopic repair of hernia friday and at same time can run the bowel to see if etiology from small bowel obstruction can be determined. Will hold on any repair of hiatal hernia at this time. On (B)(6) 2015: (B)(6), md. Office notes. Follow up after repair of an incarcerated spigelian hernia by laparoscopic mesh repair. He admits to having problems after the surgery with complaints of bruising which occurred at every incision and tracked down into scrotum bilaterally and around flanks. Patient states his mother also had a ¿problem with easy bruising¿. Patient states he has resumed limited activities. Abdomen exam: soft, non-distended and appropriately tender to palpation. Incision well healed without erythema or drainage. Marked ecchymosis around all incisions, tracking down into scrotum and around flanks. Hernia site no evidence of recurrence. Assessment: post-operative visit. Bleeding disorder. Lymphadenopathy, periaortic. Plan: refer to hematology for bleed issues. Once cleared, schedule him for biopsy of lymph node. On (B)(6) 2015: (B)(6), md. Office notes. Self-referred with a history consistent with a right groin bulge that has been present for 6 weeks. Minimal groin discomfort. Abdominal exam: reducible right inguinal hernia. Plan: primary inguinal hernia repair. CT abdomen/pelvis. On (B)(6) 2015: (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Reason for exam: periaortic lymphadenopathy. Impression: stable left periaortic lymphadenopathy. Moderate hiatal hernia. Surgical change from ventral hernia repair. On (B)(6) 2015: (B)(6), md. Office notes. Self-referred with history consistent with right groin bulge that has been present for 2 months. He is seeing a hematology/oncology physician and a work up is in progress. There is stable lymphadenopathy on most recent CT; no request for biopsy at this time. Hernia is more symptomatic and he wishes this repaired soon. Abdominal exam: reducible right inguinal hernia. Plan: primary inguinal hernia repair, right. On (B)(6) 2015: (B)(6), md. Operative report. Preoperative diagnosis: right inguinal hernia. Postoperative diagnosis: right inguinal hernia. Procedures performed: right inguinal hernia repair with plug and patch mesh. Resident surgeon: (B)(6), md. Anesthesia type: general. Estimated blood loss: less than 10 ml. Procedure findings: indirect hernia. Indication for procedure: ¿this is a 59-year-old male who presents with right inguinal hernia. Risks, benefits and alternatives to surgical repair include but not limited to bleeding, infection, death, ischemic orchitis have been explained to the patient. The patient has acknowledged understanding and has elected to undergo surgical intervention.¿ description of procedure: ¿the patient was brought into the operating room on the above date and placed in the supine position. General endotracheal anesthesia was begun. Appropriate timeout was undertaken identifying the proper patient, position, equipment and procedure. The patient was prepped and draped in the usual sterile fashion. An oblique incision was made halfway between the asis and pubic tubercle, dissected down through scarpa¿s and through the external oblique. The external oblique was cleared off and the external inguinal ring was identified. We then incised the external oblique with a knife and then with metzenbaum¿s carried this incision along to the external inguinal ring. We then identified our cord structures and dissected out our spermatic cord at the pubic tubercle and placed a penrose drain around this. We dissected out a cord lipoma, dissected down to the base of the cord lipoma and this was suture ligated and transected at the base of the lipoma. We then identified our hernia sac. The hernia sac was dissected free from the cord structures making sure the cord structures were safe and they were. We dissected out the hernia sac until we identified the peritoneal fat, we suture ligated this at its base and excise it. We then placed the cord structures back within the inguinal canal. We placed the bard plug into the inguinal ring and sutured this down with two prolene sutures. We then placed the patch over top and first sutured this with a prolene at the pubic tubercle and then laterally then medially and recreated our external inguinal ring. We then used the 3-0 vicryl and closed our external oblique, 3-0 vicryl to close our scarpa¿s and our 4-0 monocryl in a subcuticular type stitching and closed our superficial skin incision. Mastisol and steri-strips over top it. At this point, the procedure was over and all sponge and needle counts were correct. The patient was allowed to awaken from general endotracheal anesthesia and transferred to the post-anesthesia care unit in stable condition. Dr. Marcus miller was present and performed all critical aspects of the case. On (B)(6) 2016: (B)(6), md. Office notes. Seen for yearly exam. Has had bilateral hernias since last visit. Since last visit doing well. Current medications: tums. Surgical history: laparoscopic repair of spigelian hernia, left on (B)(6) 2015, right on (B)(6) 2015. Social history: former smoker; quit 1987. On (B)(6) 2017: (B)(6), md. Office notes. Area of redness and pain left lower abdomen x 4 days. Tried and squeezed some blood-stained discharge. Says had intestinal surgery 2015 followed by scarring in that area which started swelling up and came to a head last 1 week. Abdomen exam: area of induration and inflammation and a small outgrowth with a small central opening. No active drainage or fluctuation noted. Assessment: cutaneous abscess of abdominal wall. Rule out fistula. Plan: start sulfamethoxazole-trimethoprim ds for 10 days. Referral to dr. (B)(6), surgery. On (B)(6) 2017: (B)(6), md. Telephone call. Message: patient states he was seen by (B)(6) on the 2nd and was told to consult with surgeon, states the surgeon is putting him off for 3 weeks. States this is really painful and he would like to know if he could get another referral or some guidance on the situation. Action taken: patient stated he doe not want to return to dr. (B)(6) as that is the surgeon that caused the issue to begin with. He would like a referral to another surgeon. [Reply from dr. (B)(6)]: we can try but may not be able to get another surgeon to see him since they think it is related to previous surgery. On (B)(6) 2017: (B)(6), md. Office notes. Chief complaint: pat mesh removal and abdominal wall repair. Medications: pantoprazole. Presents for preadmission testing. Has sinus tract of the abdomen with retroperitoneal mass needing excision. Has been treated conservatively and has not seen improvement. Assessment/plan: retroperitoneal mass: ok for proposed surgery. Lab work stable; EKG with no acute changes. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions . H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2009 through (B)(6) 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: weight ? (B)(6) 17: 74.5 inches, 206 lbs., bmi 26 smoking ? (B)(6) 2016: former smoker; quit 1987 ? (B)(6) 2017: former smoker, quit 30 years ago, smoked 2 pack per day x 15 years. (B)(6) 0209: history of esophageal reflux. ¿ (B)(6) 2015: small bowel obstruction, hiatal hernia, incarcerated spigelian hernia. (B)(6) 2015: bleeding disorder, periaortic lymphadenopathy. (B)(6) 2015: right inguinal hernia. (B)(6) 2017: cutaneous abscess of abdominal wall. (B)(6) 2017: retroperitoneal mass, diverticulosis, paraesophageal hernia. (B)(6) 17: gastrointestinal bleed, ¿ (B)(6) 17: left-sided abdomen fistula (B)(6) 2017: gastric ulcer, hiatal hernia, esophageal stenosis. ¿ (B)(6) 17: left lower abdominal wall sinus tract, infected left inguinal mesh, left-sided retroperitneal mass, umbilical hernia, recurrent left inguinal hernia. ¿ (B)(6) 2017: small bowel obstruction. Prior surgical procedures: unknown date: history of hemorrhoidectomy and esophageal dilation. (B)(6) 2015: laparoscopic repair incarcerated spigelian hernia with dualmesh. Implant: gore® dualmesh® biomaterial (B)(6) 15: right inguinal hernia repair with plug and patch mesh. Implant: bard (B)(6) (B)(6) 2017: excision of left lower abdominal wall sinus tract, explantation of infected mesh followed by repair of recurrent direct left inguinal hernia with biosynthetic (phasix) and excision of cord lipoma. Laparotomy with excision of left-sided retroperitoneal mass and umbilical hernia repair. Implant preoperative complaints: (B)(6) 2015: history and physical: ¿few weeks history of intermittent abdominal pain that was relieved on its own. Yesterday morning started having cramping groin pain that spread from his left lower quadrant up into his abdomen. Pain so severe he presented to xxxx emergency room and was later transferred to xxxx.¿ ¿tender to palpation in the left lower quadrant and left flank. Seems to be swelling in left lower quadrant. CT abdomen and pelvis demonstrated a mid-small bowel obstruction as well as a spigelian hernia in the left lower quadrant. Other findings including left periaortic lymphadenopathy concerning for neoplasm and a splenic lesion of indeterminate significance.¿ ¿small bowel obstruction¿ ¿spigelian hernia: not an emergent or urgent need to repair this hernia; discuss possible future repair. Hiatal hernia: possible cause for gastroesophageal reflux disease; no urgent need to repair.¿ (B)(6) 2015: ¿due to the incarcerated spigelian hernia, we discussed repair of this with the patient. The risks, benefits and alternatives to laparoscopic, possible open repair of incarcerated spigelian hernia with mesh have been explained to the patient. This included but not limited to bleeding, infection, bowel injury, mesh infection, recurrence, unforeseen anesthetic complications of mi [myocardial infarction; heart attack], stroke and even death have been explained to the patient. The patient has acknowledged understanding and has elected to undergo surgical intervention.¿ implant procedure: laparoscopic repair incarcerated spigelian hernia with dualmesh [implant: gore® dualmesh® biomaterial, 1dlmc02/13515004, 8cm x 12cm x 1mm, thick] implant date: (B)(6) 2015 ¿ wound classification: not provided. ¿ description of hernia being treated: ¿an epigastric small incision was made at palmer¿s point. A veress needle was inserted. Once proper pneumoperitoneum was obtained, we inserted a 12 mm trocar in the right upper quadrant with optiview under direct vision. Once inside, we made sure there were no complications with the trocar placement and there were none. We looked at where the veress needle was inserted and there were no complications on insertion of the veress needle. The veress needle was removed and we then turned our attention to the right lower quadrant. There, a 5 mm trocar was placed x2. We turned out attention to the spigelian hernia defect in the midline where there was a significant amount of peritoneal fat attached to the abdominal wall. All this was teased down and taken towards the spigelian hernia. We created approximately a 5 cm 360-degree area around the spigelian to clear off the fascia.¿ implant size and fixation: ¿we opened up a 8 x 12 cm dualmesh and cut it down to 8 x 9 cm. Approximate length of the defect was 2 cm, so there was at least 4 cm of mesh around our defect once it was packed open. We inserted the mesh into the abdomen. Prior to that, we placed 4 quadrant stitches of 0 ethibond on the mesh, rolled and placed within the abdomen. We tacked the 4 quadrants of ethibond with small incisions in all 4 quadrants around the defect. A pmi suture passer was inserted. The mesh was brought out through the abdominal wall and tied down. Using a protacker, we tacked the mesh to the abdominal wall in 2 separate layers all the way around the mesh. The mesh was to cover the inferior epigastrics, thus we took 2 laparoscopic staplers above and 2 laparoscopic staplers below the inferior epigastrics on the left side. Once the mesh was tacked in, we made sure hemostasis was complete; it was. We ran the entire small bowel, making sure there was no necrotic or ischemic area; there was none. We turned out attention and closed the 12 mm trocar at the fascial level with 0 vicryl and riza-ribe . We took another look at the mesh and made sure hemostasis was complete; it was. We allowed the pneumoperitoneum to resolve. We removed all trocars. We tied down the fascial stitch and closed superficial skin incisions with 4-0 subcuticular type stitch of monocryl. Mastisol and steri-strips over top.¿ relevant medical information: (B)(6) 2015: ¿follow up after repair of an incarcerated spigelian hernia by laparoscopic mesh repair. He admits to having problems after the surgery with complaints of bruising which occurred at every incision and tracked down into scrotum bilaterally and around flanks.¿ ¿patient states he has resumed limited activities.¿ ¿soft, non-distended and appropriately tender to palpation. Incision well healed without erythema or drainage. Marked ecchymosis around all incisions, tracking down into scrotum and around flanks. Hernia site no evidence of recurrence.¿ ¿ plan: refer to hematology for bleed issues. Once cleared, schedule him for biopsy of lymph node.¿ (B)(6) 2015: ¿self-referred with a history consistent with a right groin bulge that has been present for 6 weeks. Minimal groin discomfort. Abdominal exam: reducible right inguinal hernia. Plan: primary inguinal hernia repair. CT abdomen/pelvis.¿ ¿ (B)(6) 15: CT abdomen/pelvis [a/p]: ¿stable left periaortic lymphadenopathy. Moderate hiatal hernia. Surgical change from ventral hernia repair.¿ (B)(6) 2015: "¿. History consistent with right groin bulge that has been present for 2 months. He is seeing a hematology/oncology physician and a work up is in progress. There is stable lymphadenopathy on most recent CT; no request for biopsy at this time. Hernia is more symptomatic and he wishes this repaired soon.¿ ¿reducible right inguinal hernia. Plan: primary inguinal hernia repair, right.¿ (B)(6) 2015: right inguinal hernia repair with plug and patch mesh ? ¿an oblique incision was made halfway between the asis [anterior superior iliac spine] and pubic tubercle, dissected down through scarpa¿s and through the external oblique. The external oblique was cleared off and the external inguinal ring was identified. We then incised the external oblique with a knife and then with metzenbaum¿s carried this incision along to the external inguinal ring. We then identified our cord structures and dissected out our spermatic cord at the pubic tubercle and placed a penrose drain around this. We dissected out a cord lipoma, dissected down to the base of the cord lipoma and this was suture ligated and transected at the base of the lipoma. We then identified our hernia sac. The hernia sac was dissected free from the cord structures making sure the cord structures were safe and they were. We dissected out the hernia sac until we identified the peritoneal fat, we suture ligated this at its base and excise it. We then placed the cord structures back within the inguinal canal. We placed the bard plug into the inguinal ring and sutured this down with two prolene sutures. We then placed the patch over top and first sutured this with a prolene at the pubic tubercle and then laterally then medially and recreated our external inguinal ring. We then used the 3-0 vicryl and closed our external oblique, 3-0 vicryl to close our scarpa¿s and our 4-0 monocryl in a subcuticular type stitching and closed our superficial skin incision. Mastisol and steri-strips over top it." (B)(6) 2016: ¿has had bilateral hernias since last visit. Since last visit doing well.¿ (B)(6) 2017: ¿area of redness and pain left lower abdomen x 4 days. Tried and squeezed some blood-stained discharge. Says had intestinal surgery 2015 followed by scarring in that area which started swelling up and came to a head last 1 week. Abdomen exam: area of induration and inflammation and a small outgrowth with a small central opening. No active drainage or fluctuation noted. Assessment: cutaneous abscess of abdominal wall. Rule out fistula. Plan: start sulfamethoxazole-trimethoprim ds for 10 days. Referral to dr. Mm, surgery.¿ (B)(6) 2017: telephone call: ¿patient states he was seen by vj on the 2nd and was told to consult with surgeon, states the surgeon is putting him off for 3 weeks. States this is really painful and he would like to know if he could get another referral or some guidance on the situation. Action taken: patient stated he does not want to return to dr. Mm as that is the surgeon that caused the issue to begin with. He would like a referral to another surgeon. [Reply from dr. B]: we can try but may not be able to get another surgeon to see him since they think it is related to previous surgery.¿ (B)(6) 2017: CT a/p: ¿changes consistent with mesh from previous hernia repair within anterior abdominal wall of pelvis. There is some soft tissue induration, consistent with scarring. 5 cm x 4.8 cm retroperitoneal mass just left of abdominal aorta, anterior to iliopsoas muscle inferior to left renal vein. Extensive diverticulosis of sigmoid colon. Large paraesophageal hernia .¿ explant preoperative complaints: (B)(6) 2017: emergency room visit. ¿gastrointestinal bleed. Past several days having dark tarry stools. Does feel somewhat constipated, had some acid reflux. CT scan (B)(6) 2017: 5 cm x 4.8 cm retroperitoneal mass just to left of abdominal aorta, anterior iliopsoas muscle and inferior to left renal vein. Extensive diverticulosis of sigmoid colon. Large paraesophageal hernia." ¿impression: gi bleed, retroperitoneal mass.¿ (B)(6) 2017: ¿CT 6/21 showed 5 x 4.8 cm enhancing and partially necrotic retroperitoneal mass, concern for malignancy, constipation, left inguinal sinus/fistula tract-chronic does not appear infected.¿ (B)(6) 2017: ¿upper gi endoscopy. Impression: normal duodenum. Large hiatal hernia. Non-bleeding gastric ulcer with hiatal hernia with no stigmata of bleeding. Biopsied. Benign-appearing esophageal stenosis. Dilated.¿ (B)(6) 2017: ¿pat mesh removal and abdominal wall repair." ¿has sinus tract of the abdomen with retroperitoneal mass needing excision. Has been treated conservatively and has not seen improvement. Assessment/plan: retroperitoneal mass¿ ¿ ¿preoperative diagnoses: left lower abdominal wall sinus tract. Probable infected underlying mesh from a previous laparoscopic left inguinal hernia repair. Left-sided retroperitoneal mass. Umbilical hernia. Postoperative diagnoses: left lower abdominal wall sinus tract. Probable infected underlying mesh from a previous laparoscopic left inguinal hernia repair. Left-sided retroperitoneal mass. Umbilical hernia. Recurrent left direct inguinal hernia as well as a left cord lipoma, and a definitely infected previous left inguinal mesh.¿ dr. (B)(6) : ¿this is a 61-year-old male who was seen in my office with complaints of a nonhealing wound in the left lower abdominal area. He had had intermittent purulent drainage from this wound. After seeing him in the office, this was felt to be the draining sinus related to an underlying mesh infection. He had undergone a previous laparoscopic preperitoneal hernia repair in the past. CT scan was ordered for further evaluation of this, and this scan did not show obvious air in the area of the mesh. It did show what appeared to be a sinus tract leading down toward the mesh. This CT also showed a sizeable, 5 cm in greatest diameter left-sided retroperitoneal mass adjacent to the aorta just above the aortic bifurcation. He also was noted to have a hiatal hernia as well, but this hiatal hernia is asymptomatic at the present time. Treatment options were discussed with the patient. It was elected to proceed with excision of the sinus tract and probable explantation of what was felt to be infected mesh. I also had involved dr. Gl regarding the excision of the retroperitoneal mass, and we have elected to do that procedure open as well given the location and size of the mass.¿ ¿ dr. (B)(6) : indications: patient is a 61-year-old male who had undergone a laparoscopic inguinal hernia in the past and subsequently developed a non-healing drainage sinus tract accompanied by pain. Dr. Ac evaluated the patient further with a CT scan and this revealed an incidental finding of a 5cm para-aortic mass left of the abdominal aorta. The CT ¿guided needle biopsy of the mass showed this mass to be a paraganglioma. Patient has no pertinent past medical history or family history related to paraganglioma. Patient underwent a biochemical workup and the paraganglioma was confirmed to be non-functional. Patient was counseled to undergo the resection of this retroperitoneal paraganglioma along with the excision and debridement of his abdominal wall sinus tract. Due to the anatomic complexity and vascularity of the paraganglioma, I was asked to assist dr. Ac with this portion of the procedure." Explant procedure: 1. Excision of left lower abdominal wall sinus tract, explantation of infected mesh followed by repair of recurrent direct left inguinal hernia with biosynthetic mesh (phasix) and excision of cord lipoma. 2. Laparotomy with excision of left-sided retroperitoneal mass and umbilical hernia repair. Explant date: (B)(6) 2017 [hospitalization (B)(6) 2017] findings: ¿left sided abdominal wall sinus tract followed right down to previously place goretex mesh in left inguinal region. The mesh, tack and ethibond sutures were used to secure the mesh were removed. Had direct inguinal hernia and large cord lipoma. I removed the cord lipoma and repair the direct inguinal hernia with biosynthetic mesh. Periaortic retroperitoneal mass removed intact and sent to pathology.¿ dr. (B)(6) : ¿I will be dictating on the first portion of the procedure, dr. (B)(6) will be dictating on the laparotomy with excision of the left-sided retroperitoneal mass.¿ ¿once the time-out was completed, I made an elliptical incision around the left lateral abdominal wall sinus tract. Dissection was carried down through the dermis into the subcutaneous tissues, where we could easily see the sinus tract which tracked medially and deep to the tissues. As we followed this sinus tract down, we eventually did encounter the previously placed mesh. It was necessary to just extend the left inguinal incision medially for several centimeters and eventually ended up having approximately a 10-12 cm diagonal incision in the left lower abdominal and groin area. We were able to enter the space where the mesh was. We could see purulent material in this area around the mesh and cultures were obtained. I took out several of the previously placed spiral metal tacks as well as some pexing sutures of ethibond which were holding the mesh in place, and this mesh appeared to be gore-tex mesh. Eventually it was felt that the entire piece of mesh and ethibond sutures were removed. This space was irrigated out until the effluent was clear. On inspection down near the pubic tubercle, once could see that the patient clearly had a left inguinal direct defect needing repair as well as the area of where the mesh had been repaired was weakened and felt this needed to be repaired as well . The patient also had a generous sized cord lipoma which was dissected free from the cord structures and a high ligation of this was done, and it was amputated off distal to this ligature. I did place a drain into the area of the pocket where the mesh was previously located. This was brought in laterally, placed into the pocket, secured at its entrance site with nylon sutures. I then brought a piece of phasix mesh onto the field. It was a 4 x 6 inch piece of phasix. It was trimmed down to the desired size and shape, and then it was sutured down in a tension-free manner over the entire inguinal floor area. It was secured at the tubercle with a 2-0 pds suture . It was then secured along the shelving border of the inguinal ligament with a running 2-0 pds suture. A slip was made in the mesh to allow passage of the cord structures, and then medially the mesh was tacked down to the conjoined tendon and more cephalad to the internal oblique aponeurosis. The tabs of the mesh were crossed superior and lateral to the cord and pexed together in this position. We had the mesh lay out fairly far lateral all the way out to the anterior superior iliac spine area to make sure we had adequate coverage out laterally as well. Once the mesh had been put in place the penrose drain was removed from around the cord structures, and the external oblique is reapproximated over the top of the cord with a running 3-0 vicryl. We closed scarpa fascia with interrupted 3-0 vicryl¿s. We placed a layer of interrupted 3-0 vicryl¿s in the deep dermis, and closed the skin with a running subcuticular 4-0 undyed vicryl.¿ dr. (B)(6) : ¿at the conclusion of the excision of the left lower abdominal wall sinus tract, explantation of the infected mesh, and repair of recurrent left inguinal hernia, a vertical midline incision was made and this was deepened to the level of the fascia with electrocautery. The intraabdominal cavity was entered carefully. A survey of the abdomen showed no associated pathologic finding. The liver surface was felt to be smooth without any nodularity. The attention was turned to the descending colon for medial visceral rotation by incision the white line of toldt. Pt was seen to have mild diverticulosis and possible remote inflammatory episode creating adhesions. Once the access to the retroperitoneum was gained, the mass was felt inferior to the left kidney. The surgical field exposure was difficult due to the supine position, significant intraabdominal adipose tissue and intestine. The mass was then circumferentially freed from the iliopsoas posteriorly and left renal vein superiorly. The left ureter was identified and protected from harm. The mass was extremely vascular as expected and bled easily with dissection, which was carried out carefully. Once the major structures surrounding the mass were identified and protected, ligasure device was used for additional hemostasis. The mass was firm and densely adherent to the side of the abdominal aorta. Once the mass was completely resected, oozing from the surrounding soft tissue slowed down. Additional hemostasis was ensured with electrocautery and layers of fibrillar hemostatic agent. The abdomen was closed with #1 looped pds at the level of the fascia. The umbilical hernia was incorporated into the fascial closure. The skin was closed with staples.¿ (B)(6) 17: ¿specimens: a) ¿ abdomen, please specify, mesh and sinus tract. B) ¿ lymph node, abdomen, para aortic. C) ¿ abdomen, please specify, paraganglioma. Final diagnosis: a. Skin and subcutis, excision: skin with ulcer and acute and chronic inflammation with foreign body reaction and fibrosis surrounding synthetic mesh material. Fragments of foreign material, consistent with surgical mesh (gross exam only).¿ "clinical information: left skin sinus tract, infected underlying mesh, left sided retroperitoneal mass.¿ ¿gross description: ¿.... A sheet of yellow, plastic surgical material, 10.1 x 6.5 x 0.1 cm. The periphery of the surgical material includes multiple silver coils and green suture material.¿ (B)(6) 2017: wound aerobic culture: source: abdomen. Gram stain: culture: no growth after 48 hours. Moderate wbc. No organisms seen.¿ ¿wound afb culture. Source: abdomen. No growth of acid-fast bacilli after 8 weeks.¿ ¿wound anaerobic culture. Source: abdomen. No anaerobic growth 5 days.¿ ¿source: abdomen. Culture: no fungus isolated at 4 weeks. Fungal smear: no fungal or yeast elements.¿ ¿ (B)(6) 17: discharge summary: ¿presented to hospital for left lower abdominal sinus tract excision, left inguinal mesh explantation umbilical hernia repair and retroperitoneal mass excision. His subsequent hospital course was uncomplicated tolerated the procedure well without any complications.¿ relevant medical information: (B)(6) 2017 : hospitalization (B)(6) 2017: emergency room visit: ¿constant aching pain throughout periumbilical region since last night. Has not had significant bowel movement since 8 days ago. Denies passing any gas since last night. Past medical history: bowel obstruction, gastroesophageal reflux disease, hiatal hernia. Hernia repair x 2. Abdominal: distension, generalized tenderness. Impression/course: did appear dehydrated on exam and was slightly tachycardic. Incision sites appear to be healing well without signs of dehiscence or infection. Diagnosis: bowel obstruction.¿ ? (B)(6) 2017: CT a/p: ¿impression: suspicious for high-grade small bowel obstruction with possible transition point in the anterior abdomen. Multiple dilated loops of small bowel with air-fluid levels noted throughout abdomen with additional fluid-filled dilatation of stomach and sliding hiatal hernia. Interval resection of left retroperitoneal mass with new 8.5 x 5.5 cm ill-defined mixed air-fluid collection in surgical bed along left iliopsoas muscle. May represent postsurgical changes, differential also includes abscess. Small soft tissue nodular opacities at anterior and lateral aspects of collection. Moderate amount of ascites.¿ ? (B)(6) 2017: CT a/p: impression: no evidence of residual or recurrent bowel obstruction. Evolving postoperative left retroperitoneal fluid collection, most likely serosanguinous. Moderate hiatal hernia.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D2: added common device name d4: added lot #, expiration date, di # h4: added device manufacture date h6: updated method/results codes. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for the CT scan showing the ¿spigelian hernia, incarcerated with fat¿ were not provided.] (B)(6) 2015: (B)(6). Operative report. Preoperative diagnosis: incarcerated spigelian hernia. Postoperative diagnosis: incarcerated spigelian hernia. Procedure performed: laparoscopic repair incarcerated spigelian hernia with dualmesh. Assistants: (B)(6). Anesthesia type: general. Estimated blood loss: 20 ml. Indication for procedure: this is a 59-year-old male who presents to (B)(6) department with abdominal pain, small bowel obstruction-like symptoms. On cat scan, he was found to have a spigelian hernia, incarcerated with fat. After a nasogastric tube was placed, bowel obstruction symptoms resolved. However, he continued to have minimal pain in his abdomen. Due to the incarcerated spigelian hernia, we discussed repair of this with the patient. The risks, benefits and alternatives to laparoscopic, possible open repair of incarcerated spigelian hernia with mesh have been explained to the patient. This included but not limited to bleeding, infection, bowel injury, mesh infection, recurrence, unforeseen anesthetic complications of mi [myocardial infarction; heart attack], stroke and even death have been explained to the patient. The patient has acknowledged understanding and has elected to undergo surgical intervention. Description of procedure: ¿the above patient was brought into the operating room. He was placed on the operating table on the above date in supine position. General endotracheal anesthesia was begun. Appropriate timeout was undertaken, identifying the patient, equipment, position and procedure. The patient was prepped and draped in usual sterile fashion. An epigastric small incision was made at palmer¿s point. A veress needle was inserted. Once proper pneumoperitoneum was obtained, we inserted a 12 mm trocar in the right upper quadrant with optiview under direct vision. Once inside, we made sure there were no complications with the trocar placement and there were none. We looked at where the veress needle was inserted and there were no complications on insertion of the veress needle. The veress needle was removed and we then turned our attention to the right lower quadrant. There, a 5 mm trocar was placed x2. We turned out attention to the spigelian hernia defect in the midline where there was a significant amount of peritoneal fat attached to the abdominal wall. All this was teased down and taken towards the spigelian hernia. We created approximately a 5 cm 360-degree area around the spigelian to clear off the fascia. We opened up a 8 x 12 cm dualmesh and cut it down to 8 x 9 cm. Approximate length of the defect was 2 cm, so there was at least 4 cm of mesh around our defect once it was packed open. We inserted the mesh into the abdomen. Prior to that, we placed 4 quadrant stitches of 0 ethibond on the mesh, rolled and placed within the abdomen. We tacked the 4 quadrants of ethibond with small incisions in all 4 quadrants around the defect. A pmi suture passer was inserted. The mesh was brought out through the abdominal wall and tied down. Using a protacker, we tacked the mesh to the abdominal wall in 2 separate layers all the way around the mesh. The mesh was to cover the inferior epigastrics, thus we took 2 laparoscopic staplers above and 2 laparoscopic staplers below the inferior epigastrics on the left side. Once the mesh was tacked in, we made sure hemostasis was complete; it was. We ran the entire small bowel, making sure there was no necrotic or ischemic area; there was none. We turned out attention and closed the 12 mm trocar at the fascial level with 0 vicryl and riza-ribe. We took another look at the mesh and made sure hemostasis was complete; it was. We allowed the pneumoperitoneum to resolve. We removed all trocars. We tied down the fascial stitch and closed superficial skin incisions with 4-0 subcuticular type stitch of monocryl. Mastisol and steri-strips over top. At this point, the procedure was over. All sponge and needle counts were correct. The patient was transferred to the post-anesthesia care unit in stable condition. (B)(6) was present and performed all critical aspects of the case.¿ (B)(6) 2015: (B)(6). Operative/procedure document. Implant record. Mesh 2 8.0 x 12.0cm. 1dlmc02 120817. Lot number: 13515004. Catalog number: 1dlmc02. Expiration date: 01/01/20. Implant site: abdomen. Quantity: 1. Manufacturer: w.l. Gore & associates, inc. The records confirm a gore® dualmesh® biomaterial (1dlmc02/13515004) was implanted during the procedure. [Missing records: records for the CT scan showing the ¿sinus tract leading down toward the mesh¿ were not provided.] [Missing records: records for office visit with complaints of a ¿nonhealing wound in the left lower abdominal area¿; ¿intermittent purulent drainage from this wound¿ were not provided.] (B)(6) 2017: (B)(6) , facs. Operative report. Preoperative diagnoses: left lower abdominal wall sinus tract. Probable infected underlying mesh from a previous laparoscopic left inguinal hernia repair. Left-sided retroperitoneal mass. Umbilical hernia. Postoperative diagnoses: left lower abdominal wall sinus tract. Probable infected underlying mesh from a previous laparoscopic left inguinal hernia repair. Left-sided retroperitoneal mass. Umbilical hernia. Recurrent left direct inguinal hernia as well as a left cord lipoma, and a definitely infected previous left inguinal mesh. Procedure: this is a 2 part procedure. 1. Excision of left lower abdominal wall sinus tract, explantation of infected mesh followed by repair of recurrent direct left inguinal hernia with biosynthetic mesh (phasix) and excision of cord lipoma. 2. Laparotomy with excision of left-sided retroperitoneal mass and umbilical hernia repair. I will be dictating on the first portion of the procedure, (B)(6) will be dictating on the laparotomy with excision of the left-sided retroperitoneal mass. Indication and consent: this is a 61-year-old male who was seen in my office with complaints of a nonhealing wound in the left lower abdominal area. He had had intermittent purulent drainage from this wound. After seeing him in the office, this was felt to be the draining sinus related to an underlying mesh infection. He had undergone a previous laparoscopic preperitoneal hernia repair in the past. CT scan was ordered for further evaluation of this, and this scan did not show obvious air in the area of the mesh. It did show what appeared to be a sinus tract leading down toward the mesh. This CT also showed a sizeable, 5 cm in greatest diameter left-sided retroperitoneal mass adjacent to the aorta just above the aortic bifurcation. He also was noted to have a hiatal hernia as well, but this hiatal hernia is asymptomatic at the present time. Treatment options were discussed with the patient. It was elected to proceed with excision of the sinus tract and probable explantation of what was felt to be infected mesh. I also had involved (B)(6) regarding the excision of the retroperitoneal mass, and we have elected to do that procedure open as well given the location and size of the mass. Both procedures were discussed with the patient in detail, including indications for the procedures as well as risks and possible complications, and consent was obtained. Operative procedure: ¿patient was brought to the operating room, having received appropriate preoperative IV [intravenous] antibiotics and dvt [deep vein thrombosis] prophylaxis. He was placed on the table in supine position and placed under general endotracheal anesthesia. The abdomen and groin areas were prepped and draped. We paused for a time-out confirming we had the correct patient, diagnosis, and planned procedure. Once the time-out was completed, I made an elliptical incision around the left lateral abdominal wall sinus tract. Dissection was carried down through the dermis into the subcutaneous tissues, where we could easily see the sinus tract which tracked medially and deep to the tissues. As we followed this sinus tract down, we eventually did encounter the previously placed mesh. It was necessary to just extend the left inguinal incision medially for several centimeters and eventually ended up having approximately a 10-12 cm diagonal incision in the left lower abdominal and groin area. We were able to enter the space where the mesh was. We could see purulent material in this area around the mesh and cultures were obtained. I took out several of the previously placed spiral metal tacks as well as some pexing sutures of ethibond which were holding the mesh in place, and this mesh appeared to be gore-tex mesh. Eventually it was felt that the entire piece of mesh and ethibond sutures were removed. This space was irrigated out until the effluent was clear. On inspection down near the pubic tubercle, once could see that the patient clearly had a left inguinal direct defect needing repair as well as the area of where the mesh had been repaired was weakened and felt this needed to be repaired as well. The patient also had a generous sized cord lipoma which was dissected free from the cord structures and a high ligation of this was done, and it was amputated off distal to this ligature. I did place a drain into the area of the pocket where the mesh was previously located. This was brought in laterally, placed into the pocket, secured at its entrance site with nylon sutures. I then brought a piece of phasix mesh onto the field. It was a 4 x 6 inch piece of phasix. It was trimmed down to the desired size and shape, and then it was sutured down in a tension-free manner over the entire inguinal floor area. It was secured at the tubercle with a 2-0 pds suture. It was then secured along the shelving border of the inguinal ligament with a running 2-0 pds suture. A slip was made in the mesh to allow passage of the cord structures, and then medially the mesh was tacked down to the conjoined tendon and more cephalad to the internal oblique aponeurosis. The tabs of the mesh were crossed superior and lateral to the cord and pexed together in this position. We had the mesh lay out fairly far lateral all the way out to the anterior superior iliac spine area to make sure we had adequate coverage out laterally as well. Once the mesh had been put in place the penrose drain was removed from around the cord structures, and the external oblique is reapproximated over the top of the cord with a running 3-0 vicryl. We closed scarpa fascia with interrupted 3-0 vicryl¿s. We placed a layer of interrupted 3-0 vicryl¿s in the deep dermis, and closed the skin with a running subcuticular 4-0 undyed vicryl. A drain was placed to bulb suction. We then turned our attention to the laparotomy portion of the procedure, which again will be dictated by (B)(6) regarding the retroperitoneal mass removal and repair of a small umbilical hernia that the patient had as well.¿ (B)(6) 2017: [missing records: records for ¿laparotomy with excision of the left-sided retroperitoneal mass¿; ¿umbilical hernia repair¿ were not provided.] (B)(6) 2017: (B)(6). Pathology report. Specimens: a) ¿ abdomen, please specify, mesh and sinus tract. B) ¿ lymph node, abdomen, para aortic. C) ¿ abdomen, please specify, paraganglioma. Final diagnosis: a. Skin and subcutis, excision: skin with ulcer and acute and chronic inflammation with foreign body reaction and fibrosis surrounding synthetic mesh material. Fragments of foreign material, consistent with surgical mesh (gross exam only). B. Lymph node, periaortic, excision: one lymph node, negative for metastatic malignancy. C. Soft tissue, abdomen, excision: neuroendocrine neoplasm, consistent with paraganglioma, 6.1 cm. Margin negative. One lymph node, negative for metastatic malignancy. See comment. Diagnosis comment: the morphology and the results of the immunohistochemical stains support the diagnosis. Chromogranin; block c3; positive. S-100; block c3; positive in sustentacular cells. Clinical information: left skin sinus tract, infected underlying mesh, left sided retroperitoneal mass. Gross description: specimen a: received in formalin labeled ¿mogan,ralph j¿ and designated ¿mesh and sinus tract¿ and consists of several fragments of tissue. The first of which is comprised of a 2.2 x 0.6 cm rubbery portion of pink, wrinkled skin that extends to a 3.4 x 1.8 x 1.2 cm irregular portion of dense fibrous tissue. Upon sectioning the cut surface is white-pink and densely fibrotic; a definitive fistula is not grossly appreciated. Also within the container are several fragments of soft yellow fibrofatty tissue which accompany a sheet of yellow, plastic surgical material, 10.1 x 6.5 x 0.1 cm. The periphery of the surgical material includes multiple silver coils and green suture material. The surgical material is submitted for gross examination only. Representative section of the skin and underlying dense fibrous tissue are submitted in cassette a1. Specimen b: received in formalin labeled ¿mogan,ralph j¿ and designated ¿lymph node abdomen¿ and consists of a 1.4 x 1.0 x 0.6 cm pink-tan, ovoid lymph node and surrounding fibrofatty tissue. The specimen is bisected and entirely submitted. Specimen c: received in formalin labeled ¿mogan,ralph j¿ and designated ¿abdomen¿ and consists of a 65 g soft tissue mass that is 6.1 x 4.9 x 4.8 cm. The unoriented specimen is inked blue and sectioned to reveal a soft, pink, glistening cut surface. The central aspect tan-white and moderately mealy. The mass abuts the blue-inked surface however includes a scan amount of muscle scattered along the periphery. The mass is partially lobulated and minimally hemorrhagic. Representative sections are submitted in cassette c1-6. Microscopic description: microscopic examination is performed. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent a laparoscopic spigelian hernia repair on (B)(6) 2015 whereby a gore® dualmesh® biomaterial was implanted. He complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh, mesh removal, additional surgery. Additional event specific information was not provided.